Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-07-19. The patient reported that she wanted to cancel her appointment with a manufacturer¿s representative (rep) on the day following the report as she didn¿t need to meet them stating her device worked fine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). The patient reported that stimulation wasn¿t helping as much as it did before and that it cut off by itself. The patient reported that it cut off during the night after she recharged it. The patient reported that she tried adjusting herself however that didn¿t improve the situation. The patient reported that she saw her healthcare provider (hcp) on (B)(6) 2017 and was directed to contact the manufacturer to schedule device check and reprogramming as it had been awhile since that was done. The patient reported that she had started water therapy for her pain. The patient reported less pain control on the left side of her back. The patient also reported that it took longer to recharge the ins and poor coupling. The patient reported that she recharged every other day. The patient reported that repositioning the antenna resolved the issue. No further complications were reported.